Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.0 diopter, into the patient's left eye (os). This was performed on (B)(6) 2017. During injection/delivery, the lens tore/broke and it was removed from the eye on the same day. The lens was exchanged for a lens of the same type, size, and diopter on (B)(6) 2017. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear residue on the lens. (B)(4).